Event description:
Our hospital is seeing device issues when using either the b. Braun infusomat space pump IV set (ref: 490102) or the b. Braun secondary IV set (ref: v1921). We are seeing the medications either backflow into the primary line or rapidly infuse. We believe that a check valve is not performing as intended in certain lots of these sets. In this event: azacitidine hung as secondary line and when connected to primary line the medication back flowed into the primary bag that was hanging lower than the secondary. Secondary bag (chemo) completed and then primary bag (chemo and ns) ran at the same rate to complete the treatment. Treatment time was extended for this patient. Reference report: mw5156390.